Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that her ins prior to the current implant had been removed due to infection a couple of days after implant. The patient stated that this infection occurred about "6-8 years ago." No other complications were reported following the infection and no device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.